Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a patient reported that they couldn't get enough connection to recharge their implantable neurostimulator (ins). The patient stated that they were scheduled for a revision surgery on (B)(6) 2016. It was noted that the issue started a couple of months prior to the date of this report. No patient symptoms were reported. Indications for use are spinal pain and post lumbar laminectomy syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.